Event description:
It was reported that the patient presented with recurring incontinence while wearing an artificial urinary sphincter (aus). The aus was explanted and replaced with a new aus. Upon inspection, there was a hole in the tubing of the aus resulting in fluid loss. No additional patient complications were reported.